Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had lead slippage along with loss of coverage and nerve root stimulation in thoracic area. The patient lost coverage in instep and dorsum of their right foot. The patient was also getting undesired stimulation in their rib and thoracic area. Device interrogation was normal but an x-ray showed the leads had slipped about one inch. Surgical repositioning was done and the event resolved without sequelae. The event was noted as related to the device or therapy and related to the implant procedure.